Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the poland market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in poland during inspection during service. It was reported that a battery was not charging. It was found that there were non-getinge batteries installed. No harm to any person has been reported. Information received on (B)(6) 2026, that both batteries were not charging and had 0% charge. The cardiohelp intermittently displays that the batteries are not recognized. The battery calibration cannot be performed. As both batteries were affected, there is no back-up power supply in the event of ac power failure during treatment. Therefore, a report is required. Complaint ID (B)(4).